Event description:
A report was received that the patient was having discomfort at the upper thoracic area. It was unknown if it was device related. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was having discomfort at the upper thoracic area. It was unknown if it was device related. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to a non-device related procedure. The physician does not believe that discomfort at the upper thoracic area was device related. The explanted devices were not returned to bsn as they were discarded by the medical facility.